Event description:
The patient reported drainage around the incision site. On (B)(6) 2022, the patient underwent a wound wash out, and plastic surgery for scalp wound closure. The patient was placed on PICC antibiotics for an unspecified time, because of a positive bacterial culture (klebsiella). Diagnosed as a dehiscence with drainage and as a deep incisional infection. Note: the neurostimulator was concurrently replaced for approaching end of life.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.